Manufacturer narrative:
Photographs were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that a hole in the sterile bag was found during surgery. It was also reported that the patient was not involved. Additional information has been requested and is currently not available.

Event description:
No change to previously reported event.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: damaged sterile bag. Event summary: it was reported that when they open the box they noticed that there was a hole in the bag close to the implant. The box was intact and no damage was found on the outside. Review of received data: the received pictures confirm that a small tear is in the inner sterile bag. Devices analysis: the inner sterile bag with the stem in it was returned for investigation. A tear of around 1cm goes through this bag. No other conspicuousnesses can be found. The second bag (avp), the third bag (svp) and the cardboard box were not returned. Review of product documentation: the lot: 2927128 was manufactured on 13-oct-2017. The DHR shows that this product was packed in three bags and the cardboard box. Complaint history of product family no. 29.00.39-xxx shows that there has no similar event ever been reported. Conclusion summary: it was reported that when they open the box they noticed that there was a hole in the bag close to the implant. The box was intact and no damage was found on the outside. The device manufacturing quality records have been checked and indicate that the released components met all requirements to perform as intended. The inner sterile bag with the stem in it was returned for investigation. A tear of around 1cm goes through this bag. No other conspicuousnesses can be found. The second bag, the third bag and the cardboard box were not returned. Complaint history of product family item#: 29.00.39-xxx shows that there has no similar event ever been reported. Additionally no trend on lot or packaging configuration 45gp has been identified. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. However, the most like root cause is a transport and/or handling issue. An abnormal force led to a damaged inner sterile bag. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).